Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, severe implant malposition, implant palpability. Per doctor's office, malposition and palpability are not product related. Additional event of implant visibility, implant visibility is not device related. Additional report of capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, severe implant malposition, implant palpability. Per doctor's office, malposition and palpability are not product related. Additional event of implant visibility, implant visibility is not device related. Additional report of capsular contracture, baker grade IV. Device has been explanted.